Event description:
During an egps with e3d single level l5-s1 perc case, the two l5 screws were placed superior to the plan. It is assumed that the drb was moved during the case and discovered that the surveillance was not set. During screw placement, nothing looked unusual - docking the high-speed bur on the bone didn't show the bur high or into the bone as one would expect with a drb shift. The screws all stimulated at 20ma except the right s1 which was 10ma which prompted a verification spin with the e3d. The l5 screws and the right l1 were removed and a second e3d spin was done. The screws were then placed with no further difficulty. The case log will be forwarded.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. If the surveillance marker is not paired to the drb, the software is unable to detect and alert the user of a potential shift of the drb during the case. Multiple screws being misplaced in the same direction is indicative of a potential drb shift in the intra-operative workflow. Before proceeding with navigation, the user acknowledges that they will perform anatomical landmark checks with each new instrument or level to ensure navigational integrity. Additionally, the user acknowledges that the use of a surveillance marker can reduce registration shifts. Furthermore, during the placement of screws, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected the force and alerted the user. Skiving can lead to the misplacement of implants. It was investigated under further evaluate misplaced implants due to skiving. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.